Event description:
Information was received from a consumer regarding a trial patient. It was reported that trial patient was very tired. More information was received on 2017-sept-12 with trial patient reporting they took a fluid pill and had blood in their dressing. On 2017-sept-17, trial patient further reported they have had more urgency and may have a uti. They did mention they were doing fantastic with symptoms. Additional information was received on 2017-sept-19 that trial patient had a uti and called healthcare professional (hcp) who prescribed antibiotics. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.